Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received effective stimulation for two weeks following the implant procedure. However the stimulation has not been effective since then. The patient wants the system explanted. Surgical intervention may take place to address the issue.

Event description:
Additional information identified the physician stated the patient would not be able to have his system removed due to non-device related reasons. The patient's system has been turned of and no other interventions are planned at this time.